Manufacturer narrative:
Device history records, complaint history. Evaluation summary: it was confirmed via the sales representative that the patient did not have an infection based on the results of negative cultures and there was no problems observed with the insert. The manufacturing and sterility records for the reported lot were reviewed and no discrepancies were observed. The product experience reporting database shows that there have been no other reported events regarding the reported lot or catalog number. The reported device was not returned. No x-rays and medical records were provided. The results of the investigation conclude that the patient did not have an infection. No additional investigation can be performed without the return of the device. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "possible infection. Insert exchanged after cultures came back negative."